Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of the driver fractured off while tightening an implant. The tip was retrieved by the surgeon and the case was completed using an alternate driver. There were no reported patient impacts or surgical delays.

Event description:
It was reported that during the procedure the tip of the driver fractured off while tightening an implant. The tip was retrieved by the surgeon and the case was completed using an alternate driver. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
The device was not returned. However, a photo was provided that confirms the fractured tip. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The likely cause for the fracture is due to over-torqueing or forces applied off axis.

Event description:
It was reported that during the procedure the tip of the driver fractured off while tightening an implant. The tip was retrieved by the surgeon and the case was completed using an alternate driver. There were no reported patient impacts or surgical delays.

Manufacturer narrative:
Correction in h6: results conclusions. Additional information in d10 and h6: method and results. The device was returned and evaluated. The tip was confirmed to have fractured and also was twisted. The cause cannot be established.